Event description:
Reportedly, after the bag was closed, during retraction of the device, the ring broke and slit the bag; no patient injury reported.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.